Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer placed the pump into storage mode and reverted to oral metformin and jardiance for therapy. Blood glucose was 217 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.